Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed evaluation had serviced the device for the same allegation. Evaluation determined the cause to be failing ultrasonic sensor. The ultrasonic sensor was replaced. All required service actions were completed in the last service cycle. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported false upstream occlusions during testing which was reproduced. A review of the event history log identified upstream occlusion messages. The cause was determined to be failed ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during preventative maintenance testing. There was no patient involvement. No additional information is available.